Manufacturer narrative:
It was reported while the end-user driving in their backyard, one of the rear caster wheels became stuck in the loose soil. The end-user reported having gotten out of the seating in an attempt to dislodge the chair. This was reported this was attempted by pulling on one of the transfer handles while simultaneously engaging the joystick in forward drive position. At some point the device became unstuck, accelerated forward, and collided into the end-user causing them to fall to the ground. Reports indicate the end-user was taken to the hospital where they were diagnosed as having a fractured vertebra requiring 4 days of hospitalization. Permobil inspected the environment in which the event occurred and noted the backyard being very steep w/loose soil/dirt. Prior to this reported event, the end-user has been instructed numerous times both by the service provider and permobil that they should refrain from driving in that environment with a suggestion they incorporate some sort of pavement or paving stones. The device was inspected and found to be in proper working condition with no notable deficiencies. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report as end-user was driving in their backyard, the rear wheels of the device became stuck in the dirt. Reports claim end-user exited the device seating and attempted to pull on the device while simultaneously engaging a forward drive command with the joystick in efforts to dislodge the device. Reports indicate the device quickly became dislodged, striking the end-users legs knocking them to the ground. Reports claim the end-user was taken to the hospital having suffered injuries from the fall.